Event description:
Stna nursing aide utilized arjo 3000 to raise pt with lift remote per typical practice when lift malfunctioned causing bf to fall off lift and hit head on dresser. Lpn initial reporter came to assist, called 911 and tended to laceration to b.f's posterior scalp. Ems transferred to hosp who indicated he had a likely closed nondisplaced fracture of the sixth cervical vertebra. According to hosp, palliative care was consulted for symptom mgmt, and family opted for hospice care.